Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) involved with the event noted she was at the implant when the leads were open, but she was unsure of the exact date of the procedure. The rep noted that she thought the date was (B)(6) 2018 and that she believed both leads involved the same patient. No further complications were reported or anticipated. Please see manufacturer report #3007566237-2018-01004 for information regarding the other lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that two ¿faulty¿ leads were experienced. It was noted the leads were found to be faulty prior to implant. The lead with serial number (B)(4) was opened, the stylet was changed, and prior to implant it was found to have a frayed contact end. It was noted the second lead had the same issue. Neither lead was implanted as a result of the issue. A different lead was ultimately implanted instead. It was noted the patient¿s weight was unknown, but the patient was not considered obese.

Manufacturer narrative:
Device evaluation: analysis of the lead found an epoxy fragment protruding from the surface of the lead between the #1 and #2 electrodes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ please see regulatory report #3007566237-2018-01004 for information regarding the other lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.